Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer was just outside raking prior to receiving the alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However, moisture damage was found on the keypad traces. No button error alarm noted during our testing. The insulin pump has minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.